Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was inspected on site by a qualified technician. The reported condition was verified from the black box however, upon performing a functional check on the scales and pressures, the reported condition was not duplicated and the device was running correctly. The cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex control unit, an increase in the trans-membrane pressure was generated which caused treatment to end with a blood loss (amount not specified). The event occurred three times. There was no report of patient injury or medical intervention associated with this event. No additional information is available.